Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2004, this patient was implanted with a gore excluder aaa endoprosthesis. Two years later, the patient underwent a secondary procedure, coil embolization of the aneurysm sac and multiple coils to the inferior and superior mesenteric artery. Following a computed tomography scan in may 2006, the patient was identified with a persistent type ii endoleak from bilateral lumbar arteries. The aneurysm size remains stable. The patient is being followed regularly by the physician.